Event description:
It was reported that low impedances were seen on electrode #1 and #0 of the lead that was part of the right implantable neurostimulator (ins) system. No interventions or actions were taken as a result of this issue. The patient outcome was reported as on-going. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Lead: model 3391s-40, lot# v159340, implanted: (B)(6) 2009, explanted: unk. Left system: neurostimulator: model 7428, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, lead: model 3391s-40, lot# v159340, implanted: (B)(6) 2009, explanted: unk. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. This device was being used in a clinical trial noted as (B)(4).